Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000075441. Common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4) , batch: a00007544.

Event description:
It was reported the patient experienced uncomfortable stimulation. Explanation is planned later to address the issue.